Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in front panel, switches on the front panel did not work properly and one screw was found stuck in the chassis in a damaged condition. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in emergency lamp, error code e207 is displayed and due to disconnection in front panel, switches on the front panel do not work properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the xenon light source had spare lamp error and emergency/spare lamp was affected, during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.